Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a prolonged hypoglycemic event with continuous glucose monitor readings in the 40s to 50s despite multiple rounds of oral glucose treatment, and no confirmatory glucometer measurement was obtained; blood glucose later returned to range. Symptoms included urgent low glucose and low glucose. Outcomes included the need for oral carbohydrate intervention and user-directed troubleshooting and education. Investigation included review of the event details and troubleshooting guidance. Investigation of this case revealed no confirmed device malfunction or component failure and no corroborating capillary blood glucose data to assess sensor accuracy. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.